Manufacturer narrative:
The customer reported new questionable results from two patient samples tested for hcg + b. These results were reported to the patient. On (B)(6) 2023: patient #3: the initial result from the analyzer was 0.08 miu/ml. The first repeat result from the analyzer was 793.2 miu/ml. The second repeat result from the analyzer was 184.3 miu/ml. The third repeat result from the cobas 8000 was 210.7 miu/ml. Patient #4: the initial result from the analyzer was 13.99 miu/ml. The first repeat result from the analyzer was 515.4 miu/ml. The second repeat result from the analyzer was 100.2 miu/ml. The third repeat result from the cobas 8000 was 106.4 miu/ml. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed many actions which did not resolve the issue. The fse then found the printed circuit board (pcb) to be faulty. He replaced this part. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue. The investigation determined the event was caused by the faulty printed circuit board (pcb).

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from several patient samples tested on the cobas e411 rack. The reporter was able to provide two examples of discrepant results. In (B)(6) 2023, two complaints were received from the clinician and the patient for inadequately low hcg+b results. The stored patient samples were then rerun on the analyzer and on a cobas e602. Patient #1: in (B)(6) 2023, the gynecological department doctor complained about the discrepancy between the hcg+b result and the clinical picture. On (B)(6) 2023, the initial result of the initial sample from the analyzer was 9113 miu/ml. On (B)(6) 2023, the result of the new sample collected from the patient which was run on the e 602 was 109224 miu/ml. On an unknown date, the repeat result of the stored initial sample from the e602 was 111007 miu/ml. Patient #2: on (B)(6) 2023, the initial result of the initial sample from the analyzer was 32.40 miu/ml with a data flag. On (B)(6) 2023, the result of the new sample collected from the patient which was run on the e 602 was 16000 miu/ml. On (B)(6) 2023, the initial and new samples were rerun on the analyzer. The first repeat result of the initial sample from the e411 was 12503 miu/ml. The repeat result of the new sample from the e411 was 18256 miu/ml. The reagent lot number is 61488801. The expiration date is 31-jul-2023.